Event description:
Pt with history of peristomal itching with red rash. Switched from durahesive to stomahesive wafer april/may 1996. Peristomal skin became very fragile and raw. In 3/1997, discourage with progress, physicians discontinued all ointments and customer was only using stomahesive wafer. In 3/1997 customer was seen by another dermatologist. Irritation and itching of peristomal skin worsened. Physician prescribed 20mg prednisone with wafer changes every other day in 4/1997. Peristomal skin showed some improvement with mild episodes of redness and itchiness. On 7/1997 skin tests were found to be positive foe stomahesive and durahesive wafers. Advised customer to discontinue use of products due to allergic reaction. In 1998 pt had surgery for a continent urostomy.